Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the right eye appeared green. The surgeon moved to another ssc, and the vision returned to normal, allowing the procedure to continue. There were no related errors found in the logs. A power cycle on the system was planned after the case to determine if the issue would be resolved. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up and confirmed that the right eye issue occurred in both procedures. The surgeon moved to the other console to complete the procedures. The customer spoke with the field technician and tried to troubleshoot after the procedure was completed. The issue occurred on both cases.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) monitor was returned for failure analysis and the reported issue was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a dark purple image through the monitor. The probable root cause based on failure analysis findings was attributed to an electrical component-related issue in the hrsv monitor.

Event description:
Refer to h11 for follow-up information.